Event description:
The expected volume was 2ml and the actual volume was 7ml. The reporter was not sure about these volumes as the healthcare provider (hcp) had told the reporter that the pump had been off by approximately 5 cc¿s at the previous refill but the reporter did not know how much was supposed to be in the pump. The volume discrepancy was not the only reason for the replacement but it did play a role. The patient had wanted the pump moved anyway and had discussed using the 20cc instead for comfort (which was done). The pump was in an uncomfortable place on the rib and the hcp moved it down during the replacement. The catheter would not aspirate either so it was also replaced. The patient status at the time of the report was noted as alive, no injury. The pump was used to deliver sufenta, bupivacaine and clonidine. The patient outcome was not reported. Further follow-up is being conducted to obtain information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the pump revealed an alarm anomaly, specified as a resonator anomaly. Analysis of the catheter revealed coring/tears/cuts in the seal of the sutureless connector, which was determined to be non-significant. There were no leaks seen.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type : catheter. (B)(4), analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.